Event description:
It was reported by the customer that a pyxis medstation es system station was not crossing to logistic for refill. The user mentioned that there was a delay happened during dispensing a medication. The user mentioned that the medstation was not an suitable option to remove the medications in logistic. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A technical support specialist confirmed that the issue has been resolved by customer. The device functioned as intended after the customer resolved the issue.